Event description:
It was reported by service report that the siderail is unable to be locked in the up position and that there was an unintended motion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Unintended motion. Siderail unable to be locked in the up position.